Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump properly delivered a bolus. No unexpected noises during the bolus or back light use were noted. The insulin pump passed the self test. The back light functioned properly. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that customer's insulin pump starts clicking like a clock when he tries to deliver a bolus. There is also a whining noise when he uses the backlight. Customer disconnected and delivered a .2 unit bolus into the air, and the clicking noise persisted. The bolus history was correct. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer's blood glucose was 4.2 mmol/l. Nothing further reported.